Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement which caused the device to emit beeping tones. Recent shock impedance measurements were at 80 to 90 ohms. All other measurements were within range. The device alarm and tachy therapy was turned off. Additional information received from the field representative indicates that the physician feels that the patient does not need shock therapy, thus the device was programmed to monitor only. A pocket revision was planned not because of the high pacing impedance measurements but because the patient reported discomfort and irritation with the device on the skin. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.